Manufacturer narrative:
Patient's age and gender were requested, but were not provided. The device was reported as discarded and a lot number was not provided, therefore a complete investigation could not be performed. No conclusion can be made.

Event description:
It was reported to arthrocare that the patient underwent a tonsillectomy procedure using a procise xp wand with integrated cable. The patient presented to the ER 5 days post-op with pain and sloughing. No medical intervention was required and the patient was sent home from the ER. No additional information is available.